Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 1100mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip. The customer also stated that they have been having issues with their insulin pump. Customer's blood glucose level at the time 219mg/dl. The customer declined troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.